Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 893015) inserted. On (B)(6)-2014, the patient had essure inserted. On (B)(6)-2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6)-2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: that after removal of the essure, all complaints have disappeared. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: new reporter (lawyer) added and the patient´s initial updated. No new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('changes in menstrual cycle') in a female patient who had essure (batch no. 893015) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criterion intervention required), autoimmune disorder ("autoimmune problems"), mental disorder ("psychological problems"), alopecia ("hair loss"), fatigue ("extreme fatigue"), night sweats ("night sweats") and peripheral swelling ("swollen extremities") and was found to have hormone level abnormal ("hormonal problems "). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the menstrual disorder, autoimmune disorder, mental disorder, alopecia, hormone level abnormal, fatigue, night sweats and peripheral swelling outcome was unknown. The reporter considered alopecia, autoimmune disorder, fatigue, hormone level abnormal, menstrual disorder, mental disorder, night sweats and peripheral swelling to be related to essure. The reporter commented: that after removal of the essure, all complaints have disappeared. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2022: new events added: changes in menstrual cycle (foreign body material has been removed considered as treatment), autoimmune problems, psychological problems, hair loss, hormonal problems, extreme fatigue, night sweats and swollen extremities. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('changes in menstrual cycle') in a female patient who had essure (batch no. 893015) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criterion intervention required), autoimmune disorder ("autoimmune problems"), mental disorder ("psychological problems"), alopecia ("hair loss"), fatigue ("extreme fatigue"), night sweats ("night sweats") and peripheral swelling ("swollen extremities") and was found to have hormone level abnormal ("hormonal problems "). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the menstrual disorder, autoimmune disorder, mental disorder, alopecia, hormone level abnormal, fatigue, night sweats and peripheral swelling outcome was unknown. The reporter considered alopecia, autoimmune disorder, fatigue, hormone level abnormal, menstrual disorder, mental disorder, night sweats and peripheral swelling to be related to essure. The reporter commented: that after removal of the essure, all complaints have disappeared. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 893015) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 893015) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. Essure implantation date (day) amended. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.